Manufacturer narrative:
(B)(4). The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection revealed numerous kinks and damage (flat spots) in the shaft of the device, with the pump piston through the lower bottom of the boot causing a hole in the boot material. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet solent omni catheter was being used in a thrombectomy treatment procedure within the popliteal vein. The catheter was able to prime successfully, aspiration started, after 4 seconds the device started leaking and a error occurred. No patient complications were reported and the patient was fine.